Event description:
Pt (B)(6) had an enpulse ipg implanted at the (B)(6) medical center on (B)(6) 2006. Thereafter, interrogations and tests on this device were conducted at university of (B)(6). On (B)(6) 2011, the pt went into (B)(6) for vvi testing of her pacemaker. During testing, the pt exhibited signs of acute distress. Her body jerked backward, her legs became elevated and she experienced some "suffusion" of her head. Her parents were very concerned. A clinical specialist from medtronic, (B)(4), was present during this interrogation and witnessed the pt's response, but she does not appear to have reported the incident to medtronic. The electrophysiology nurse who was performing the interrogation for (B)(6), advised that the results of the interrogation showed that the pacemaker's battery had and estimated life span of six to seventeen months and that the pacing thresholds were excellent. However, because the pt's parents remained concerned about her response during this interrogation, they came back to (B)(6) one week later, on (B)(6) 2011, to have a pediatric cardiologist, examine both the pt and the device. At that time, the pediatric cardiologist at (B)(6) advised that the pacemaker was functioning properly and everything was fine with respect to impedance and thresholds. The pediatric cardiologist advised further that the pt was wearing out the pacemaker battery in a consistent fashion and estimated that the pacemaker battery had a life span of less than four to seventeen months. Notwithstanding this report, it appears that the pacemaker battery was being depleted at an accelerated rate because the estimated life span of the battery had declined by two months between the time of the device's interrogation on (B)(6) 2011 and it's subsequent interrogation on (B)(6) 2011. On the evening of (B)(6) 2011, pt's family noted that pt was exhibiting symptoms of a cold. The following day, (B)(6) 2011, pt appeared to be having problems breathing. She had been receiving oxygen therapy at home via nasal cannula since (B)(6) 2010 when she was diagnosed with asthma and bronchitis. Pulse oximetry readings showed that her heart rate was in the 120-130 beats per minute range and her oxygen saturation levels were in the 70th percentile. The pt's caregiver, her (B)(6) brother cleaned the tubing on her oxygen tank and increased her oxygen concentration levels. Her oxygen saturation levels rose to the low 90 percentile range after this point, but her heart rate plummeted to 40. The pt's brother summoned paramedics to transport the pt to the closest emergency facility. When the pt was admitted to the emergency room ("ER") at the (B)(6) hospital in (B)(6), she did not have a pulse, her pupils were dilated and her eyes fixated. The ER nurse noted in her report that cardiac monitoring equipment was unable to detect a pulse from the pt or pacer spikes from the pacemaker. The attending physician at the ER, dr (B)(6), was subsequently able to detect pacer spikes on the monitor for the zoll defibrillator when she applied the defibrillator in an attempt to resuscitate the pt, but dr (B)(6) reported that the pacemaker was not generating cardiac activity. Dr (B)(6) noted in her report that she had consulted with dr (B)(6), the pt's pediatric cardiologist at (B)(6), and had concluded that it was "very likely" that the pacer wire/lead had malfunctioned, contributing to the pt's death. On (B)(6) 2011, an autopsy was performed on the pt by the office of medical investigator at (B)(6). (B)(6), the medical examiner who performed the autopsy, listed the cause of death as natural from broncho-pneumonia. The autopsy report did not address the possibility of pacemaker malfunction as a contributing cause of death. However, the autopsy report noted that cardiac monitoring equipment was unable to detect a pulse on the pt or pacer spikes showing electrical impulses from the pacemaker. The pt's parents believe that the FDA has never received a report from (B)(6) or medtronic about the pt's adverse reaction to pacemaker interrogation on (B)(6) 2011 event though the interrogation was performed by a (B)(6) electro-physiology nurse and a medtronic clinical specialist was present during the interrogation. The pt's family also believe that neither the ER physician who pronounced the pt on (B)(6) 2011, the pt's pediatric cardiologist at (B)(6) who consulted with the ER physician on that date, or the medical examiner who performed the autopsy on the pt filed any paperwork with the FDA to report that a pacemaker malfunction may have figured in the pt's death. Accordingly, the pt's parents are voluntarily filing this consumer report with the FDA at this time with the expectation that medtronic will investigate the device once it receives notice of this report from the FDA. Because of difficulty feeding at birth, the pt's used feeding tube and feeding pump from birth to (B)(6) 2010. Pt had been using a portbable oxygen tank since (B)(6) 2010 because of problems with a respiratory. At the time of her death, the pt was 100% dependent on her enpulse ipg pacemaker and was using about a one fourth tank of oxygen daily to assist with breathing. Pt was receiving lasix or furosemide at the time of her death.

Event description:
Additional info received from reporter on (B)(6) 2013: she listed the cause of death on the hospital death protocol forms cardiac arrest with pacemaker malfunction as a contributing factor. Pt's ER admissions forms stated that she was receiving lasix or furosemide, but she had not been on this medication since 2006. The pt underwent surgery in the (B)(6) of her life and later, at approx (B)(6) of age, to correct these heart defects. During the latter surgical procedure, she developed atrioventricular heart block, necessitating a pacemaker. She also had severe kyphoscoliosis, which resulted in a deformity to her thoracic cavity, and had extremely short statute and suffered from some endocrine issues. Approx six months before her death, the pt was treated for an upper respiratory infection at (B)(6) hospital and began receiving approx 0.25 liter an hour of oxygen through a nasal cannula. She was still receiving oxygen in this method at the time of her death.